Event description:
Placed in 1999. It was discovered to be leaking on or about march 22, 2000. After removal, it was discovered that the catheter had broken. Further surgery was necessary to retrieve the broken catheter. No other info provided.